Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing increased pain around the implant area. It was noted that the patient had a fall on their lower back area. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was discarded by the medical facility.